Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances, such as complete heart block / left bundle branch block (lbbb), are known potential adverse effects per the device instructions for use (IFU), and can be resolved with the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine days following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) identified a left bundle branch block (lbbb) and third degree atrioventricular block and a permanent pacemaker was implanted. No additional adverse patient effects were reported.